Event description:
During a morning inspection, the customer found that the device illuminated the service indicator. Physio-control evaluated the device and observed that it locked up and displayed the "service" message on the display. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control isolated the cause for the malfunction to be failure of the system pcb assembly. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.